Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up in clinic the device backup vvi mode was noted. The patient was asymptomatic. Hv therapy could not be guaranteed and the device replacement was suggested. Device replacement was rejected due to patient's advanced age and health. Egm noise images showed a large amount of emi. The device was planned to be reset. The device was successfully reset. Patient is doing fine.